Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The high pressure relief valve was found to be leaking and was replaced. This adjustable relief valve was returned for analysis and failed the performance test due to a leak. Replacement of the valve resolved the issue with the console.

Event description:
Information received by medtronic indicated that the user was unable to begin a cryoablation procedure due to an issue with the console; frost forming on the high pressure relief valve. The case was aborted. The patient was under general anesthesia for the procedure and did not receive any therapeutic treatment. There were no patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation is in progress. Results of investigation will be submitted in a supplemental report.